Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the right ventricular (rv) coil of the rv lead appeared to be separating in one specific area. Loose coil wraps were visible. The rv lead was not use and a different rv lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed.the exposed right ventricular defibrillation coil became extrinsically distorted due to kink ing/buckling. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.